Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the silicone catheter broke distal to the bifurcation of the catheter. The patient chronically has the catheter indwelling and is very active, leading to some twisting and stress on the catheter itself. The nurse could not drain the balloon and had to wait for it to deflate on its own. The patient required re-catheterization. No injuries reported.